Manufacturer narrative:
Age at time of event: 18 years or older. The synergy ous mr 2.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jan-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the posterior descending artery. A 2.50 x 12mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the device was unable to cross the lesion site due to tortuosity. There were no patient complications reported and the patient condition following the procedure was stable. However, returned device analysis revealed stent damage.